Event description:
Based on information reported to davol: it was reported that when the box of simpulse solo was opened, all ten blister packs were noted to be cracked. The damage was noted upon receipt ot the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
The ten returned units were found to have cracked blister trays. The blister packaging seals were noted to have been fully formed at one time. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless packaging is damaged or opened.